Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on the "a low bg was entered 0 minutes ago" screen, and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer was able to clear the screen and resume normal touch screen interaction. There was no known impact to the customer's blood glucose level.